Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The device was discarded at the hospital.

Event description:
The patient was undergoing a medical procedure using a penumbra neuron max 6f 088 long sheath (neuron max). During the procedure, the neuron max became kinked as the physician was attempting to advance in a tortuous arch segment against resistance within the patient; therefore the neuron max was removed. The procedure was completed using a new neuron max. There was no report of an adverse effect to the patient.